Event description:
Customer reports that when attempting to release sensor from serter, the needle housing snapped off causing sensor to not be able to be used. Customer's blood glucose was 110 mg/dl. Customer was advised that serter and sensors would be replaced. No further info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.